Event description:
Three pts over a seven month period developed pseudomonas endophthalmitis following cataract surgery. Source was traced to contaminated fluid from phacoemulsification machine. MFR notified and procedures were insituted to correct the problem and apparently, all users of the machine were notified to prevent this from happening.